Event description:
It has been reported that the shock button on the AED is not functional.

Manufacturer narrative:
(B)(4). Product eval is pending. Issue is being reported as alert could not be cleared by operator.